Event description:
It was reported by repair work order that the footend of the bed would not raise up or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the footend of the bed would not raise up or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation. It was found that the footend of the bed would not raise up or lower due to a malfunctioned cpu board.